Event description:
It was reported that the spike cannot be inserted inside the bottle. The procedure was completed with a competitor device. No patient injury or significant delay were reported.

Manufacturer narrative:
Two opened and six unopened 8.5 x 72 mm threaded flexible cannulas were returned for evaluation. Functional assessment of the opened devices could not confirm the reported complaint. The obturator was able to penetrate the cannula seals as intended.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.